Manufacturer narrative:
Importer informed us about event on (B)(6) 2015. Device had been discarded by healthcare facility and was not available for inspection. Device history record was checked and found conforming to specs at time of release. Per complaint file review for last three years, no similar issues have been recorded for this device. Root cause could not be determined.

Event description:
As per MFR (importer) report# (B)(4): doctor originally reported device broken. On (B)(6) 2014 doctor reports the tip broke off of scissors while cutting a retraction cord. He reported the tips fell back toward the throat and the patient was at risk of swallowing it. Tips were retrieved with no harm to the patient. Doctor has no recollection of exact event dates (roughly mid (B)(6)) or patient age/ gender information. Patient #3 of 3.